Event description:
Patient with cardiomyopathy, non-sustained ventricular tachycardia, and previous dual-chamber guidant ICD implantation, initially admitted for atrial lead revision. Post op day 2 atrial lead revision, complicated by new atrial lead dislodgement. The patient feels well.